Event description:
It was reported that the cartridge was leaking from undefined location. Additionally, it was reported that occlusion alarms occurred, and the pump touch screen was cracked and unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.